Event description:
This is a revision surgery performed on (B)(6) 2013 due to severe infection, occurred in (B)(6). All implants (smr reverse prosthesis) were in good conditions. All components were removed to allow the infection to be cleared up. The surgeon does not believe that any of the devices were the cause of the infection.

Manufacturer narrative:
By the event description, we know that a severe infection occurred, this led to a revision surgery 10 months after the original one. The surgeon explanted the whole prosthesis to allow the infection to be cleared up. All the components were in good conditions, and the surgeon believes that the infection was not product related. We have checked the work cycles of all the explanted components; all of them were regularly sterilized before being placed on the market. We have asked for further info (x-rays, explants, info on the type of infection and on when it occurred). The x-rays and the explants are not available, we are unsure if we will receive info on the type of infection suffered. Should we receive this info, we will submit an add'l report. Our analysis at this stage indicates that the components themselves did not cause the infection. This is the 1st case of infection reported involving a smr reverse prosthesis, on a total of about 22400 implants of smr reverse worldwide since 2002 (revision rate of 0.004%). Limacorporate will continue monitoring the market.